Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: damage. Visual inspection: the investigation of the complained dhs/dcs-impactor shows that the component plastic insert has a broken apart portion as reported. The broken part is missing. Moreover, the device is in a very used condition with numerous hammer marks at the broken section as well as at the shaft. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Reviewed drawings: se_441839 version a / impactor for one-step insertion technique / technical drawing se_se_441288 version b / insert for dhs/dcs impactor / technical drawing . Investigation conclusion: the complaint condition is confirmed due to the breakage. Because of the damage and the missing broken part it is not possible to measure the relevant dimensions anymore. However, based on the findings above no fault could be found in material or during the production that may have contributed to the complaint condition. While no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot . The top level part & lot number for this device is: part: 338.260, lot: 9374899, manufacturing site: hägendorf, release to warehouse date: april 10, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The laser edged lot number 9374909 on the device belongs to the component level 60085218. Part: 60085218, lot: 9374909, manufacturing site: hägendorf, release to warehouse date: march 31, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected lot number. Device manufacturing date update. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the dhs impactor (338.260) was being used and the tip broke off. The broken fragment was easily retrieved. The broken tip did not majorly impact function. The procedure was completed successfully. This report is for one (1). Tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).